Manufacturer narrative:
The reported field event of sensitivity issue was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implantation of the patient's implantable cardiac monitor r wave sensing issues. The patient experienced pain and the physician used large amount of lidocaine to numb area on patient. The device was not used and another device was implanted. The r waves were in the normal range with the new device. There was no patient injury or consequences.